Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services reviewed the electrograms and suspects the noise is myopotentials. Technical services recommended bring the patient in for testing. There were no additional adverse patient effects. The system remains implanted.